Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). The patient had an issue with four infusion sets out of the box. The patient reported tubing detachment occurred at the quick release. The site location was at the abdomen/arm and the pump was kept in bra during the day and in the night in the bra or pajama's pocket. The patient stated she had an issue within one day of use. The infusions were not stored in hot place, they were stored in patient's bedroom. There was no stress on the tubing and the pump was not dropped. No further information available.